Manufacturer narrative:
PMA / 510(k)#: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: it is unknown if a sample will be returned for evaluation. Photos of the used device were inspected and revealed that the catheter tubing was broken. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5111360. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that the second day after having a cesarean section a bd venflon pro safety peripheral safety IV catheter with injection valve was removed from the patient. Upon removal the tip of the cannula broke off and remained in the patient's vein. The specifics of how the broken catheter was removed are unknown but it was removed while the patient was in the vascular ward at (B)(6) hospital.